Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency department with dizziness, weakness, and nausea. The patient specifically noticed weakness of the right hand when trying to write. The patient did not have any sensory loss or other changes with this. It lasted about 5 minutes then resolved completely. The patient denied any vertigo. A head computerized tomography (CT) shows bilateral subacute appearing cerebellar strokes. The patient had medication adjusted to boost international normalized ratio (inr) and was discharged. The patient returned to the emergency department ten days after discharge for a gastrointestinal bleed (gib). The medication change was discontinued and the patient was discharged. The pump remains in use. No further patient complications have been reported as a result of this event.